Event description:
It was reported that the event involved a male patient while in the cath lab. The zeon medical intra-aortic balloon (iab) was inserted with no issues. Right after the intra-aortic balloon pump (iabp), s/n (B)(4), was started a system error 3 occurred. The user restarted the iabp, but system error 3 occurred again after 10 minutes. As a result, the user switched out the pump for a non arrow iabp. The zeon medical iab was left in place. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy, just long enough to switch the iabp's out with no harm to the patient. The patient outcome is good. The pump will be inspected by teleflex (B)(4).

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.